Event description:
Initial result for a pt calcium was 7.3 mg/dl. When repeated, the result was 9.3 mg/dl. The incorrect result was not used to guide therapy. The field svc rep found a faulty cleaner valve and repaired the instrument by replacing the valve.